Event description:
Reportedly, "the ppceea21 has been fired and an unformed staple was solved while removing the instrument. This made the anastomosis untight. It had been resected after and a new instrument had been used. The pt died, but the surgeon stated that the reason of that was not the defect of the instrument." Sex: male. Procedure: cholecystectomy.